Manufacturer narrative:
The device was rec'd by a company affiliate and is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not rec'd to date. (B)(4).

Event description:
Surgeon reported that a corneal burn occurred during a cataract surgery. A 3.2 mm incision was performed and 6 sutures were placed. In addition, the surgeon reported that the handpiece became warm before surgery. The energy performance of the system during this procedure was of 106%. Add'l info has been requested but not rec'd to date.